Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sus voluntary event report# mw5068609. The location of the reported device was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while performing a diagnostic cath procedure, a xtra support exchange guide wire 0.014 was inserted into the patient's coronary artery. The guide wire tip fractured while in the circumflex vessel and the 2 cm tip migrated to the distal circumflex. An attempt was made to retrieve the tip but it was unsuccessful and it was decided to leave the guide wire tip in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation and patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.